Manufacturer narrative:
(B)(4).

Event description:
The customer reports the handles of the sheath broke off while attempting to remove the sheath.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. The photo included a peel-away sheath displaying obvious signs of use. The sheath tabs were broken and separated from the sheath body. However, a full visual examination could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user , "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The reported complaint of sheath tab separation was confirmed by visual examination of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the handles of the sheath broke off while attempting to remove the sheath.